Event description:
The customer reported that while monitoring a pt the device went into the operational check mode and they could not view the pt vital signs. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.